Event description:
It was reported that the implantable cardiac monitor (icm) patient stated they had an episode and the clinic indicated the device did not record anything. The patient was upset about being unable to obtain a copy of episodes or reports. The patient also reported an app discoverability issue, stating that it was not found using the company name. Education was provided on how the device works and how to perform a symptom episode to help ensure future episodes are captured. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.